Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. The reason for call was caller states pt is having 'trouble charging'. Caller states that the pt states sometimes its harder than others to get a connection and the pt feels like they may be charging longer than before. The caller provided diary info: 8/13 â¿¿ 1.3 hours â¿¿ 30-100% excellent 8/24 â¿¿ 1.6 hours â¿¿ 10-90% (this session has longest time to charge) caller notes that the rest of the sessions looks similar to this. Tss reviewed with caller that those charging sessions are within reason and this in itself wouldn't be reason to replace product. Tss advised caller to consider discussing with pt not checking the controller while charging (caller notes the pt does do this to confirm they are getting excellent coupling). Troubleshooting was not required. The issue was not resolved through troubleshooting. Additional information was received from the manufacturer representative (rep) reporting that actions taken to resolve the issue of charging taking long/troubles charging was the patient was going to charge normally, but was instructed not to keep the remote screen on the whole time. The rep indicated that they were still waiting to get feedback from the patient to see if not looking at the remote helped their issue. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated. Additional information was received from the manufacturer representative (rep) reporting that they spoke with the patient today (B)(6) 2022 about their issues of feeling like it was taking longer to charge and having trouble charging and it was reported that the patient noticed a slight improvement with charging time when they didn¿t keep the remote screen on the whole time when charging, but then indicated that they felt heat while charging and the coupling between the battery and recharger frequently disconnected. The rep reported they do not have the serial numbers for the external devices. The cause of the issue was not determined. The patient was instructed by technical services (ts) to not keep the screen on while charging. When patient reported the heating while charging, patient was advised to call patient services for further troubleshooting. It is unknown if this issue has been resolved. Patient weight was not shared with the rep.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.